Manufacturer narrative:
The insulin pump was received with operating currents within spec. Device passed self test, excessive no delivery alarm test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Unit received with missing end cap sticker. The sensor feature working properly. No unexpected weak signal alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was performed. The device was returned for analysis.